Event description:
Patient's family member called lfs and alleged that the patient's had damaged test strips. They stated that the white part of the test strips was damaged. They reported that the patient was experiencing symptoms of shaking, heart palpitations, and a seizure. They tested the patient's blood sugar and the result was "below 40 mg/dl". They then tested the patient on the backup meter; the result was also "below 40 mg/dl". They phoned the medical professional for advice and the patient was treated with food and beverage. A new meter and test strips are being sent to the patient. The patient was able to obtain a result, which correlated to the symptoms. They then tested on another meter, which confirmed the result.